Manufacturer narrative:
Concomitant medical products: 4470 lead, implanted on (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered for the right ventricular (rv) lead due to low pacing impedance. It was noted that the pacing impedance has been stable and low for this patient all the way back. Therefore, to avoid future alarming the rv pace impedance alert can be turned off. The rv lead remains in use. No patient complications have been reported as a result of this event.